Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2005. 5554-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and triggered high impedance alerts for pacing and both defibrillation impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.